Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). A dye study was not performed. The convulsions and difficulty breathing had been resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11007r41, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at a dose of 1 mg/day and 40 mg/ml bupivacaine at a dose of 2 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. Additional information was provided by a consumer on (B)(6) 2016. It was reported that the catheter was broken during a surgery procedure on (B)(6) 2016 for a vertebral fusion on the lumbar section, which was for unrelated reason to the pump and catheter. The hcp did not know they broke the catheter to the patient's spine from the pump when surgery occurred. The patient was doing well and released on (B)(6) 2016. That night the patient had a fever and started to feel sick. A CT scan showed that the catheter was broken at the l1-l2 area. A dye study was suggested to confirm the issue. On (B)(6) 2016, the patient was in the emergency room because all the medication went out of the machine and into the patient's body. The patient had convulsions, difficulty breathing, and experienced overdose. The pump was interrogated to let the hcp know the drug information and the hcp asked to perform an infusion dose reduction to minimum rate. The patient was intubated and admitted to the intensive care unit (ICU) for further examination. The hcp commented "the possible toxicity of the medicines as well as the possible relation of the symptoms related to the flow of cerebrospinal fluid (csf)" on the scope. The issue was not resolved and the status of the patient was "alive-no injury." The patient's pump was turned off. The pain managing hcp was reducing down on the patient's medication because the patient wanted to elect to get the pump removed. This was started about 3 months ago. It was reported that 1 mg was left when everything spilled out, but are unsure. The patient had an appointment on (B)(6) 2016 for a pump refill. The patient didn't want to get it refilled anymore and elected to get the pump removed. The patient can't undergo surgery for at least a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.